Manufacturer narrative:
There are no reports of any events leading up to the change in symptoms. The original implant procedure did not utilize anchors to hold the leads in place. During the revision there were 2 anchors added for lead stabilization. Migration is a known inherent risk of implantable neuromodulation devices.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back with the leads targeting the cluneal nerve. After several months of using the system, the patient reported increase in pain symptoms in the back. Reprogramming was not able to successfully address the symptoms. Xray imaging was done and found that both leads had migrated toward the patient's si joints from the cluneal nerve placement. On (B)(6) 2026 a surgical revision was performed to remove the migrated leads and place new leads at the intended nerve target. During the procedure the ipg was not able to be successfully connected with the new leads and ultimately the ipg required replacement as well.